Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being in pain and a milky white material was drained from the joint. The patient had a similar revision on (B)(6) 2014.